Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure of an unknown vessel using a starclose device related to an interventional procedure. Reportedly, when depressing the blue plunger, the plunger did not fully depress as the number two was not visible in the window. An unknown method was used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing, dimensional analysis was performed on the returned device. The reported mechanical jam was confirmed based on the returned device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the returned device analysis and review from manufacturing engineering, the reported mechanical jam with the plunger appears to be related to procedure circumstance such that the safety release was activated prior to the pushing of the plunger preventing the plunger from engaging to the #2 position. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.